Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(6) compared to the thrombotrack laboratory method using thromboplastin reagent. The result from the meter was 2.8 inr. The result from the laboratory within 1 hour was 2.1 inr. The patient¿s therapeutic range was not provided. It is not clear if strip lot 65779412 was used for this meter result or if a different, unknown strip lot was used.

Manufacturer narrative:
Section e3: occupation is patient/consumer . The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
It was noted that the first drop of blood was wiped away and a 2nd drop of blood was used for the meter test.